Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). One trapezoid retrieval device was received with the basket retracted. Visual inspection found the sidecar rx tunnel was completely torn and the thumb ring was detached from the handle. The handle shows coincident marks that indicate proper assembly during manufacturing process. Whitening areas and marks observed in the handle indicates it was submitted to tension forces. The handle was moved simulating the handle actuation and found the basket was able to open and close. As per complaint information, the issue occurred during procedure, and it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. During the use of the device, the thumb ring could have likely received tensile and/or compressive force applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly can occur when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. Additionally, damages observed in the section of the handle where the thumb ring was located indicates that the device was submitted to tension forces during the use of the device. The torn sidecar rx tunnel is possibly due to manipulation of the device by the user. This failure is consistent with when the guidewire is pulled or pushed through the tunnel. Based on the available information and the analysis performed, the investigation conclusion code for the damages is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid rx basket was used in an attempt to crush a 2 cm stone. However, the basket could not grasp the stone properly. The basket was removed and was changed to a extractor balloon. The physician attempted to use the trapezoid rx basket again but the side car rx tunnel was torn when trying to insert along the guidewire. Another trapezoid rx basket was used to complete the procedure. There were no reported patient complications as a result of this event. Investigation results revealed that the thumb ring was detached; therefore, this is now an MDR reportable event.